Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 due to diabetic ketoacidosis. The customer stated hospitalization was due to bent infusion set cannula. The customer was wearing the insulin pump during the hospitalization. The customer current blood glucose is 500 mg/dl. The customer was treated with manual injection. The customer will be sent replacement infusion sets and the infusion sets will not be returned customer had disposed of them. The insulin pump will not be returned for analysis.